Event description:
It is reported that a customer's insulin pump no longer makes a beeping sound. The patient's blood glucose level was at 150 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with no tone test due to broken solder jointu14 I/b. Pump received with cracked reservoir tube lip.